Event description:
It was initially reported by the sales representative that the device was used during an esophageal diverticulum procedure. The device was put through the ancillary port to transect the esophageal diverticulum. The device was fired three times successfully with (3) white loads. The case was complete without incident. The patient was doing fine. On (B)(6) 2012, the surgeon stated that the patient had been returned to the operating room, on (B)(6) 2012, with a significant leak in the staple line near the esophageal gastric junction. An egd was performed and there was dye leaking through the staple line. The surgeon performed a reoperation on the patient and the staple line was hand sewn to repair the leaking. Device was discarded. Rep also shared that the surgeon believes that due to the location on the stomach and being thicker tissue, the blue reload should have been used.

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation. Additional information from the sales rep on (B)(4), "I was able to get more information from dr. Today about his patient that underwent the esophageal diverticulectomy on (B)(6) 2012. The patient is (B)(6) and has a history of chronic heart problems. It is my understanding from dr. That the patient wasn't in a very good state of health at the time of the surgery. All three firings with the ple60a were done on the same esophageal diverticulum, starting from the distal esophagus going cephalad towards the proximal esophagus. Direct visualization of the esophagus was performed simultaneously via egd during the procedure. A leak test was performed intraoperatively and revealed no leaks from staple line. After the surgery, dr. Had routinely ordered a swallow study to be performed on (B)(6) 2012. In the meantime, dr. Had noticed that the patient seemed to be getting more sick. Dr. Received the results back from the swallow study and it revealed a leak in the staple line which would have been from the first firing of the ple60a with the white reload. Dr. And dr. (Thoracic surgeon) took the patient back to surgery on (B)(6) 2012 and performed a thoracotomy on the patient along with an open midline incision. Dr. Described the appearance of the affected staple line as being normal in the immediate proximal jaw portion, but then had a small gap where the staples had come apart and then it was normal again going distally. Dr. Used a tx60b to staple the affected area again. I spoke with dr. This morning (B)(4) and he told me that the patient ended up developing another localized leak in the staple line near the same area that had previously been affected. He feels that the patient's chronically diseased tissues played a significant part in the problem but he still doesn't know what the exact problem was. And we probably won't ever know. But, the patient ended up passing away on (B)(6). Ees md spoke with dr. On (B)(4) 2012. The device performed as he expected as he has used it often on colon. This was the first time using it on the esophagus. His summary of the likely failure was utilizing a white rather than a blue cartridge. He reiterated the patient was in very poor clinical condition.